Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
An ivtm therapy (hypothermia) was initiated for a 74-year-old male post-CPR patient. At the start of the therapy, the patient's temperature was 35.8 degrees, and the target temperature was set to 37 degrees at the max rate. The thermogard xp ivtm system (sn unknown) generated a mid:09 (air trap assembly) error during the therapy. The customer noted a saline leak from start-up kit (suk) (lot #unknown) air trap bottom cap, and the saline leaked into the thermogard system's air trap holder. The customer replaced the suk and drained the saline in the air trap holder; however, the mid:09 error persisted. The dwell time of the suk was 60 hours, and the temperature at the time of the issue was 37 degrees. The patient's treatment could not be continued with the thermogard system and was continued using an alternative method. No consequences or impacts on the patient.